Event description:
Customer reports that a patient sample test with mts a/bd monoclonal and reverse grouping card lot # 063004037-09 (exp. May 05) on the provue analyzer, gave negative reactions in the anti-d microtube.